Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of user shock was unable to be confirmed. Log files were submitted for review and showed the system controller (serial number: (B)(6) functioning as intended. Provided information indicated that no product was exchanged. The system controller was not returned for analysis. The root cause for the user shocks was not able to be conclusively determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate patient handbook section 4 ¿ ¿living with the heartmate 3¿ and heartmate 3 instructions for use section ¿patient care and management¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. Additionally, it is suggested that patients use battery power. The heartmate patient handbook and the heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ explains that to avoid the risk of electric shock, the mobile power unit (mpu) must be plugged into a properly-tested ac electrical outlet that is dedicated to mpu use. Do not use portable, multiple outlet (power strip) adaptors or extension cables. Additionally, it is suggested that patients use battery power instead of the mpu when not sleeping or relaxing to reduce the risk of system damage from high levels of static electricity. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
No products were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been using a neoprene sleeve to cover the system controller while they slept at night and they did not feel shocks when using this cover. The patient said they felt shocks when the system controller was against their bare skin. No new skin irritation was noted in the clinic. Log files were submitted for review. The log file captured routine events and there were no notable alarm conditions or parameter changes. The system controller temperature was ranging from 42-47 degrees celsius in the log file which was within the normal range of 30-50 celsius. The log file did not indicate any type of electrostatic discharge (esd) event induced pump stop. It was recommended to ensure the patient was following the recommended instructions to keep a barrier between the system controller and their skin. MFR#: 2916596-2021-05372 (11sep2021 previous shocks from system controller) MFR#: 2916596-2024-01752 (18mar2024 presented with system controller shocks and system controller exposed to water 2-3 months prior) MFR#: 2916596-2024-02119 (01dec2022 previous system controller shocks).